Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that part of the catheter has broken off while removing. Ir intervention has been suggested. Catheter has migrated to different part of the body and patient was hospitalized. No other information was provided.

Event description:
It was reported that part of the catheter has broken off while removing. Ir intervention has been suggested. Catheter has migrated to different part of the body and patient was hospitalized. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One segment of a 4 fr s/l groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed use residues throughout the returned catheter. The returned catheter fragment was observed to be from the 25 cm depth marker to the 59 cm depth marker. An analysis of the returned video appeared to show a portion of a catheter being removed with a snare from a chest cavity. A tactile evaluation of the returned catheter revealed tensile weakness throughout the device. A microscopic observation revealed the break to be on the distal side of the catheter at the 25 cm depth marker. The fracture surface features exhibited striations on one side of the fracture site and a granular, uneven fracture surface along the rest of the fracture site. The fracture edges appeared uneven and sharp. The characteristics observed at the break site are consistent with failure from possible contact with a sharp instrument and features consistent with a tensile or pulling failure. The exact sequence of events leading to the failure could not be determined. This complaint will be recorded for future trending and monitoring purposes.